Manufacturer narrative:
G4: 28jan2020. B4: (B)(6)2020. H11: the fse (field service engineer) remotely confirmed the reported problem. The fse did not perform repairs, as the parts were on backorder. The fse closed the case and reopened another case at a later date when the parts became available. The replacement is covered under MFR. Report #: 2031642-2019-04698. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. The field service engineer visited the site to perform repairs and replace the touch screen. The touch screen was replaced by the field service technician.

Event description:
The customer reported that the touch screen malfunctioned. No patient was involved or harmed in this case, and the unit was not in clinical use at the time of the malfunction.